Manufacturer narrative:
Patient information is unknown. Additional product code: hwc. UDI: (B)(4). Implant and explant dates: device was not implanted/explanted. Initial reporter phone number: (B)(6). Manufacturing location: (B)(4). Manufacturing date: february 17, 2015. Expiry date: february 01, 2025. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal hole of the variable angle locking compression plate (va lcp) was damaged and the screw did not fit into the polyaxial hole. It was reported the damage was noticed during use of the plate. A longer plate was implanted. The procedure was for the fracture of the humerus scoop. The surgery was not delayed and was completed successfully. No consequences for the patient are reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the returned plate shows scratches all over the surface with several threaded bores at the head of the plate showing deformation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The complaint relevant dimensions of the plate could not be checked due to the damages present. Based on the received information, and without all involved implants, an exact root cause of the complained issue could not be determined. Due to the deformation signs on the plate, it is likely that the screw was not positioned to properly align into the corresponding plate hole. As such, the threaded part of the screw striated along the plate during the insertion process. Due this occurrence, the thread-flanks of the plate holes were probably worn out. The cause of failure is not due to any manufacturing non-conformances. The distal humerus core dossier design was reviewed and found to adequately address the harm of this complaint condition. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.